Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead dislodged over ten times. The ra lead was removed and a second lead was attempted. The second lead also dislodged. The second ra lead was repositioned using a different access site and remains in use. No patient complications have been reported as a result of this event.